Manufacturer narrative:
Mpo received additional information for this event on 05/11/2021 stating that only the poly insert failed. The insert is reported under medwatch number 3010536692-2021-00313. There is no alleged deficiency against the device kfpsnp20. Please void the initial report.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to implant fracture. (B)(4). Side: l. Primary asa: p3 - incapacitating systemic disease. (B)(6) reference no: (B)(4).